Event description:
The customer reported that an infection was found while palpating the right common femoral artery prior to repuncture for a staged procedure. The initial puncture was performed on 12/7/1998 and hemostasis was obtained with the use of vasoseal vhd. Blood cultures have been negative with a small rise in the white blood cell count noted. Wound cultures showed heavy growth of klebsiella and enterococcus bacteria, which can be found in urinary tract infections. Computed tomography scan was negativve for hematoma and abscess. Imtravenous antibiotics started. Prolonged hospital stay. Delayed staged procedure. Pt discharged following intervention.